Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that during a routine incoming inspection of a loaner set on an unknown date, the torque limiting handle with quick coupling was found to be out of drawing specification. The drawing specification is 2-2.5. The torque tested high ¿ 3.97. There was no patient and surgical involvement. This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During testing at service and repair, it was found out that the torque limiting ratchet handle failed high. End of service life is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is device failed high. The item will be forwarded to customer quality. The evaluation was confirmed. The 2nm torque limiting handle with quick coupling(part # 03.614.035 / lot # 6556511-13) was received at us cq. No external damage was observed a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. The overall complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. The device was older than its serviceable life. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part #: 03.614.035. Synthes lot number: 6556511-13. Supplier lot number: 6556511. Manufacturing site: synthes monument. Release to warehouse date: 30-mar-2011. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.